Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports. Initial qa inspection of the skin graft mesher on (B)(6) 2018 revealed that the ratchet gear would not turn and the comb was rough on some of the cut outs. The calibration was out of specifications but produced a passing sample mesh. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, comb, and lubricating the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the comb was not noted to be bent. The root cause of the bent comb cannot be specifically determined with the provided information since during initial inspection it was noted that the comb was rough which is not the same as the comb being bent. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher comb was bent. No adverse events were reported as a result of this malfunction.